Event description:
The manufacturer received information alleging dry throat, respiratory issues related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging dry throat, respiratory issues related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In previous report, section b5 was mentioned incorrect. Correct b5 should be - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging dry throat, respiratory issues, wakes up in the night. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspections of the device was completed by the manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes there was no evidence of sound abatement foam degradation.